Manufacturer narrative:
Device had no button response on the act button due to unlocked j2 keypad connector on the lcd. During visual inspection found that the act button had a flattened dome switch (no crease). No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. After connection the j2 keypad connector on the lcd/b, the unit responded to the button presses and the insulin pump trace history download and carelink upload was able to be performed. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hypoglycemia on (B)(6) 2019 at 8 am to 9 am. The customer blood glucose level was 41 mg/dl at the time of hospitalization. The document of hospitalization treatment was not available. Customer also stated that they experienced the hyperglycemia of value 400 mg/dl and treated with bolus and low glucose with sugar. Customer declined to troubleshoot for high and low blood glucose value. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.